Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The op report documents thickened leaflets on echo, which was likely the cause of the patient's stenosis. Non-calcific bioprosthetic tissue degeneration, or leaflet thickening, is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 13 years due to prosthetic aortic valve stenosis. Per the patient's medical records, cardiac catheterization showed aortic stenosis with a gradient of 45 mmhg. Trivial/trace aortic insufficiency. A 2d echocardiogram showed a normal size lv with mild concentric lvh and normal systolic function with an ew of 60-65%. The bioprosthetic aortic valve leaflets were thickened and motion was restricted. During explantation of the prosthesis, the seat of the valve was noted to be excellent. The pathology of the aortic valve revealed degenerative (senile). A new edwards bioprosthetic valve was seated well and post procedure transesophageal echocardiogram showed retained lv function, no leaks, no air and mild mitral regurgitation. No operative complications reported. Patient discharged on pod #4.